Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 evening with a high blood glucose level of over 600 mg/dl. The customer was treated for their blood glucose with IV fluids. The customer stated the cannula on their sensor was bent because they did not insert the sensor correctly.